Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch ultralink) read inaccurate compared to a calibrated laboratory device. The reporter was unable to give exact values, but stated that the subject meter read "20-100 points higher" than the laboratory device. The tests were performed within an unknown time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s test strips have been returned on 2/17/2015 and evaluated by lifescan product analysis on 4/16/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.